Event description:
The customer reported that the results they received for a multiple number of patient samples tested for carcinoembryonic antigen (cea) and carbohydrate antigen 19-9 have not been consistent over time. The customer provided data for three patient samples and of these three, one was found to have an erroneous result for cea. The sample initially resulted as 7.3 ng/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2013, resulting as 3.1 ng/ml and an amended report was issued for this value. The patient was not adversely affected by the event. The cea reagent lot number was 17025704 with an expiration date of (B)(6) 2014. The field service representative could not determine a cause. He completed performance testing and this passed with no errors. He also performed a system volume check and precision testing.

Manufacturer narrative:
Further investigations could not determine a specific root cause.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.